Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After consulting technical support, the customer successfully reset the pump with assistance and was able to continue using it. Technical support advised the customer to seek further help if the malfunction code appeared again, and the customer confirmed understanding of these instructions.